Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to additive abnormality as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sodium fluoride 5mg potassium oxalate blood collection tube, the device experienced abnormal additive form. This event occurred 800 times. The following information was provided by the initial reporter. The customer stated: before sampling, it was found that the properties of anticoagulant changed, and the anticoagulant was deposited at the bottom of the tube in a large particle shape. The customer required to clarify the reason and give a written reply, and made 1:1 compensation for the affected products, and the affected quantity was 800 pieces.